Manufacturer narrative:
Device evaluation: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The proximal and distal balloon folds were partially opened with blood present inside the balloon and inflation lumen. The device failed negative prep. Upon pressurisation of the balloon, a leak was observed on the balloon distal cone. Visual inspection confirmed a short longitudinal tear on the balloon distal cone. The balloon material was jagged and uneven at the tear site. A lead in scratch was evident proximal to the tear site cine image review: the images capture a moderately calcified and severely tortuous lesion site in the proximal rca exhibiting 80% stenosis as reported by the account. Multiple pre-dilations of the lesion site are visible from the images with an unidentified balloon. The delivery and positioning of this stent is not captured by the images. The images capture the partial inflation of the delivery system balloon and partial expansion of the stent. The balloon burst reported by the account is not captured; however there are no images of procedural activities between 10:06 and 10:24. The stent expands in a dog-bone shape possibly due to the lesion morphology. Multiple post-dilations are performed resulting in a uniform expansion of the stent.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a moderately calcified and severely tortuous proximal rca lesion exhibiting 80% stenosis. No damage to device packaging was noted and no issues removing the device from the hoop/tray. The device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated. During the procedure, the device passed through a previously deployed stent. No resistance was encountered during advancement and no excessive force was used. It was reported that during the stent deployment and prior to reaching nominal pressure, at around 7atm, a balloon leak / rupture/burst occurred during the first inflation. A gradual drop in pressure was experienced. The original balloon was successfully removed and a nc euphora was used to deploy the stent as part of the intervention. The device was not moved/re-positioned in the lesion prior to the burst. The physician completed the procedure by implanting the original stent.